Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. As returned simulated treatment (total volume = 12000ml, sb1 = 5l, sb2 = 5l) was attempted. Encountered m67 alarm during setup. Found alarm due to open circuit power relay (ls1) on ac distribution board. Installed a known good ac distribution board in order to proceed with investigation. Removed functioning ac distribution board at the end of the investigation. Restarted treatment and test passed with no further alarms or issues. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler is receiving the supply bag lines are blocked message during dwell 3 of 3. Issue occurred one time. The patient was connected during incident. The cycler was rebooted but screen remained dim. Display brightness was set to 10. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient's peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.